Event description:
It was reported to boston scientific via a conference abstract that a study was conducted to investigate postoperative morphological changes and intraprostatic vapor distribution following water vapor energy therapy (wave) for benign prostatic hyperplasia (bph) using cystoscopy. The study included 42 patients who underwent wave by a single surgeon between (B)(6) 2024 and (B)(6) 2025, with 9 patients analyzed after undergoing cystoscopy 3-6 months postoperatively due to questionable symptom improvement after wave. Patient age ranged from 75 to 83 years, prostate volume ranged from 30 to 54 ml, and one to two punctures per lobe were performed. Cystoscopic findings and symptom scores, including international prostate symptom score (ipss), ipss-quality of life (ipss-qol), and overactive bladder symptom score (oabss), were evaluated. Cystoscopy revealed heterogeneous vapor spread in several cases, and in one patient, vapor unexpectedly extended through the ejaculatory duct, causing mucosal whitening and cavity formation. Additional findings obtained during conference attendance indicated that one case involved calculus formation, four cases showed insufficient improvement of lower urinary tract symptoms (luts), and two cases underwent reoperation using aquablation. One patient experienced difficult catheterization, while persistent storage symptoms occurred in other patients. In some cases where uneven reduction in prostate size was observed after wave, it was suspected that water vapor may have been delivered into the vas deferens/ejaculatory duct within the prostate; however, no detailed information was obtained.